Manufacturer narrative:
Per the clinic, the patient underwent surgery (B)(6) 2014 due to infection as well as skin overgrowth. On (B)(6) 2014, the patient was prescribed oral antibiotics due to complications. On (B)(6) 2014, the patient was taken to the operating room for the removal of scar tissue at the abutment site. On (B)(6) 2014, the patient underwent revision surgery; the abutment was removed and a magnet was placed. The implanted device remains. This report is filed october 23, 2015.

Manufacturer narrative:
(B)(4): the implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, the patient underwent a procedure (date not reported) to excise the excess skin. The implanted device remains.